Manufacturer narrative:
(B)(4).

Event description:
Clinical patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, clinical patient experienced an intermittent out of range signal. No additional patient or event information is available.